Event description:
On 05/22/2007, the pt stated that, 2-3 weeks ago, his infusion device audibly beeped and began displaying "77" during normal basal delivery. The display could not be cleared. At that time, he transitioned to his back up infusion device, so he did not immediately address the concern. During troubleshooting with a company representative, it was determined that he had a power pack in use that had been affected by the recall. He stated that it had been in use for one month. It was not clear if the pt understood all aspects of the recall, but he had received corrected power packs. The recall was discussed with him. He then replaced the affected power pack that was in use with a corrected power pack. The infusion device functioned correctly. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance form a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.